Event description:
The consumer reported three (3) false negative results with the binax now covid-19 antigen self-test. This report addresses test three (3) of three (3). The consumer reported a false negative result with the binax now covid-19 antigen self-test performed on a nasal swab on an unknown date. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR report #: 1221359-2022-03214 through 1221359-2022-03216.